Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: there is a film on the tube.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: there is a film on the tube.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and it was observed that a thin film formed after centrifugation at the top of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode film on tube after centrifugation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.